Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the reason for the revision was that the patient had a return of symptoms. The representative reported that the cause of the lead being found disconnected and the resulting set screw issue was not determined. As a further action taken to resolve the issue, the ins was explanted and replaced. The issue was reported as resolved. The representative also noted that the explanted ins was not returned for analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The first sentence should read: information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, during a surgical revision today, it was found that the lead was not attached to the patient¿s ins. It was noted that the set screw would not re-engage with the lead when it was re-inserted. Details were not known for the reason for the revision but follow up was conducted for this. There were no further complications reported or anticipated.